Event description:
It was reported to philips that during a heart catheterization study, the system turned off and the healthcare professionals were unable to turn the system back on. The device was in clinical use at the time of the event. The procedure was aborted, and the patient was moved into another room to complete the study. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system turned off in middle of a procedure. The defective part was returned for failure analysis and confirmed the failed component was hdd bay. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed the fault with suite pc. Fse received the wrong suite pc for the replacement and requested for another suite pc. Later receiving the correct suite pc, fse replaced the suite pc. After the replacement of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.